Manufacturer narrative:
Mayfield triad skull clamp (a1108) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the lock has rotational and lateral movement and a residue buildup is present. New components was added to replace worn internal parts. The unit needs repair, pm and replacement of worn parts. Root cause - the reported complaint was confirmed from the evaluation. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00664. A facility reported that the mayfield triad skull clamp (a1108) have movements. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.